Event description:
In 2004, the following information was brought to companies attention through a literature article. Patient underwent an arthroscopic reconstruction of a anterior cruciate ligament (acl) tear in 2001. Three days post operative, an x-ray showed a "metallic foreign body" in the posterior compartment of the knee. Three days later, a second surgery was performed to remove the material. The piece was easily removed. It was discovered that the piece was the tip of a shaver blade.